Event description:
The customer reported that the ortho provue analyzer probe dripped fluid.

Manufacturer narrative:
The customer reported that the ortho provue analyzer probe dripped fluid during qc testing. Erroneous results were not reported. However, the customer reported that the probe dripped fluid into reagents that were on board the analyzer at the time of the incident. Repairs were not required to return the analyzer to expected operation. The customer performed prime and wash cycles and returned the analyzer to expected operation. The analyzer posted a condition code, the customer observed the probe drip and aborted qc testing, preventing erroneous results from being reported. However, if the reagent contamination were to recur undetected, and contaminated reagents were used for pt testing, then the alleged malfunction could lead to erroneous results.